Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Positive blood culture and suspicious structure on rv lead was seen. The patient is diagnosed with rv lead endocarditis. The investigator assessed this event as possibly related to the patients medical history. The patient was hospitalized. For diagnostics, trans-esophageal echocardiography, blood cultures and lab test were done. The associated crt-d was explanted. The leads were capped but remain implanted. Should additional information be received, this file will be updated.